Event description:
The operator was splashed in the face when removing tubing that connects the t-fitting between v313 and v316 on the cell-dyn sapphire. The operator was preparing to flush the wbc pathway during a maintenance procedure when the splash occurred. The splashed liquid smelled like it had bleach in it. The operator did not get splashed on mucous membranes and proceeded to wash her face. No medical attention was sought.

Manufacturer narrative:
(B)(4). The cell-dyn sapphire operator's manual, section 9: service and maintenance, subsection: procedure for rinsing the optical plt/rbc staging pathway, refers the operator to the disable for service feature in the special protocol menu in order to turn off the vacuum and pressure system prior to rinsing the plt/rbc stating pathway. Section 8: hazards, subsection: overview, indicates to consider all clinical samples, reagents, calibrators, and controls that contain human-sourced material as potentially infectious. The operator should consider all system surfaces or components that have come in contact with human-sourced material potentially infectious. No known test method can offer complete assurance that products derived from human-sourced material will not transmit infection. Therefore, all products derived from human-sourced materials and system components exposed to human-sourced materials should be considered potentially infectious. It is recommended that the operator handle all potentially infectious materials in accordance with the standard on bloodborne pathogens. The operator should use biosafety level 2 or appropriate biosafety practices for materials that contain or are suspected of containing infectious agents. Precautions include, but are not limited to, the following: wear gloves, lab coats, and protective eye wear when handling human-sourced material or contaminated system components. If the operator is exposed to biohazardous or potentially infectious materials, medical attention should be sought immediately and steps should be taken to cleanse the affected area. A non-statistical trend review was performed for the reported issue from (B)(4) 2010 through (B)(4) 2010. No non-statistical trend was identified during the searched period. Based on the investigation above, a product deficiency has not been identified for the cell-dyn sapphire related to the reported issue.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An investigation is in process.